Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed noise, oversensing, pacing inhibition, loss of capture (loc) and undersensing. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced. Requests for additional information were made but none was received. There were no adverse patient effects reported.